Manufacturer narrative:
This report is submitted on 22 january 2020.

Event description:
Per the clinic, the patient experienced issues with magnet retention at implant site; subsequently the patient underwent skin flap revision surgery on (B)(6) 2019.